Event description:
It was reported, high defibrillation impedance was observed on the right ventricular (rv) lead. No intervention has been performed. The patient was stable and will continue being monitored.